Event description:
It was reported that during a colon resection procedure, the device was closed and fired. After removing the device, it was noticed that the device cut but did not staple completely. The device was removed from the patient. Another surgeon was called in to assist. They were trying to hand suture but it was very difficult in the pelvis. A loop ileostomy to divert the stool to give the anastomosis time to heal was performed. There were no leaks detected at that time. The procedure was prolonged from eight hours. The patient developed an abdominal infection due to the procedure being extended. The patient was released home with IV antibiotics. On (B)(6) 2012, the patient returned to the hospital for the ileostomy take down and closure of the peristomal hernia. The procedure went well and the patient was discharged home. The patient returned to the hospital on (B)(6) 2012, with pain in the abdomen. The patient was diagnosed with a small bowel obstruction. The patient was kept for observation and discharged on (B)(6) 2012. The device was discarded. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. The device was not returned.